Event description:
This 21mm sjm ide trifecta valve was implanted on (B)(4) 2009. On an unknown date, aortic valve stenosis and aortic insufficiency were diagnosed. A valve in valve procedure was performed using a medtronic corevalve on (B)(4) 2015. A perforation of the left ventricle occurred during the procedure due to the guidewire used during the implantation of the medtronic corevalve. The patient is stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.